Event description:
Reportedly, during a pacemaker replacement, the "click sound" of the torque wrench was not heard although the lead seemed correctly tightened at the ventricular side (verified by a pull test). Another attempt was performed with another torque wrench but still no "click sound" heard. The lead was then unscrewed and the subject pacemaker was not implanted but returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.